Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, fracture, migration of and inability to remove fractured strut. The patient reported becoming aware of the events approximately five years post implant. The patient reports perforation of filter struts outside the inferior vena cava (ivc), fractured filter struts retained in the body and not found during the percutaneous filter removal procedure completed approximately five years and three months post implant. The patient further experienced anxiety related to the filter. The patient¿s medical history is notable for prostate cancer (prostatectomy), chronic obstructive pulmonary disease, non-insulin dependent diabetes, right leg deep vein thrombosis (dvt), blister/wound of the left great toe and chronic diabetic venous ulcer on the right ankle, chronic venous stasis of bilateral lower extremities, neuropathy, difficulty walking related to right leg ulcer and left great toe wound, gout, sleep apnea, stomach ulcer, fatty liver infiltrates. According to the implant record the indication for the filter was pulmonary embolism (pe) and deep vein thrombosis (dvt). The filter was placed via the right femoral vein and deployed at the l2 vertebral body. There were no complications. Approximately five years and two months post implant the patient underwent an abdominal computerized tomography (CT) scan. The scan reported a displaced ivc filter. The top end of the displaced filter was visualized just below the level of the lower pole of the kidneys and had not significantly changed in position when compared to a previous CT scan. The filter appeared to extend beyond the bifurcation and stopped at the mouth of the right common iliac vein. The prongs of the filter were seen beyond the vessel likely in the adventitia and were unchanged in appearance. Approximately one month later the patient underwent successful removal of the ivc filter using laser sheath assisted retrieval, ultrasound and fluoroscopic guidance and was discharged in good condition on the same day. The filter was captured and removed in its entirely using loop snare of the filter from both the greater saphenous and right internal jugular vein access site. The trapease filter retrieved had a missing strut. Multiple spot films were then obtained along the iliofemoral system, ivc, heart and chest without evidence of a retained strut. A non-contrast CT of the chest was also ordered to evaluate for intracardiac foreign body with no findings. The trapease filter was sent to pathology. There is no additional information available for review.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed.the trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films or post implant imaging and the limited information available for review, the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, fracture, migration and inability to remove fractured strut. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the filter was indicated for pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient was prepped and draped in the usual sterile fashion. The right femoral artery was accessed percutaneously with a needle using an antegrade approach. The abdominal aorta was cannulated, and angiography was performed. The trapease filter was inserted into the right femoral vein to the l2 vertebral body and was deployed. There were no complications. Per the medical records the patient has a history of prostate cancer (prostatectomy), chronic obstructive pulmonary disease, non-insulin dependent diabetes, right leg deep vein thrombosis (dvt), blister/wound of the left great toe and chronic diabetic venous ulcer on the right ankle, chronic venous stasis of bilateral lower extremities, neuropathy, difficulty walking related to right leg ulcer and left great toe wound, gout, sleep apnea, stomach ulcer, fatty liver infiltrates. Approximately five years and two months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan. The scan reported a displaced ivc filter. The top end of the displaced filter was visualized just below the level of the lower pole of the kidneys and had not significantly changed in position when compared to a previous CT scan. The filter appeared to extend beyond the bifurcation and stopped at the mouth of the right common iliac vein. The prongs of the filter were seen beyond the vessel likely in the adventitia and were unchanged in appearance. Incidental findings included mild cardiomegaly, miniscule pericardial effusion, small hiatal hernia, hepatic steatosis, collapsed gallbladder and degenerative changes of the sacroiliac joints in the lower lumbosacral spine. Approximately one month later, due to filter displacement, the patient underwent successful removal of the ivc filter using laser sheath assisted retrieval, ultrasound and fluoroscopic guidance and was discharged in good condition on the same day. The preprocedural diagnosis was noted as venous thromboembolic disease. The filter was captured, collapsed into the sheath and removed in its entirely using loop snare of the filter from both the greater saphenous and right internal jugular vein access site. The trapease filter retrieved had a missing strut. Multiple spot films were then obtained along the iliofemoral system, ivc, heart and chest without evidence of a retained strut. A non-contrast CT of the chest was also ordered to evaluate for intracardiac foreign body with no findings. The trapease filter was sent to surgical pathology. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years after the filter implantation. The patient reports perforation of filter struts outside the inferior vena cava (ivc), fractured filter struts retained in the body and not found during the percutaneous filter removal procedure completed approximately five years and three months after the filter was implanted. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
The lot number is unknown; if received, it will be provided and review of manufacturing documentation can be completed and provided. The exact implant date is unknown; if received it will be provided. Patient information is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, fracture, migration of and inability to remove fractured strut. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films or post implant imaging and the limited information available for review, the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, fracture, migration of and inability to remove fractured strut. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.